Manufacturer narrative:
(B)(4).

Event description:
Patient's nurse contacted dexcom on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. The sensor was inserted into the arm. Labeling indicates: sensor placement and insertion is not approved for sites other than the belly (abdomen). At the time of contact, no injury or medical intervention was reported.